Event description:
The customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the hard drive and software need to be replaced. The software is no longer available through ge. No conclusion can be drawn as repair info is not available.